Manufacturer narrative:
The pump was returned for analysis. Pump analysis found no anomaly with the device. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient currently receiving dilaudid 50.0 mg/ml at 4.998 mg/day and had previously delivered morphine, dose and concentration not reported, via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient reported that they have been going through withdrawals symptoms. The patient at first thought he was getting the flu, then got to shaking and feeling bad. The patient went to the healthcare provider and found out he was ¿withdrawing¿. The patient stated they have never had withdrawal before. The patient had not fallen or had any trauma that may be related to their symptoms. Last week the healthcare provider did a catheter dye study and the patient was in the hospital for a day. The healthcare provider gave the patient oral medication (dilaudid) to help manage the symptoms. Per the patient the healthcare provider stated that the catheter was in place and not leaking. The patient stated that they did not touch the flow rate or anything. The patient stated that in (B)(6) 2016 they had morphine in the pump and then it was changed to dilaudid. The patient stated they just had pulled up into the healthcare provider¿s office as the patient had an appointment in a few minutes for follow up. Per the patient they were going to pull out the current medication and put fresh medication in the pump but the healthcare provider was suspecting a motor stall. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on (B)(6) 2017. It was reported that the ¿battery¿/pump was explanted and replaced on (B)(6) 2017. It was stated that according to the provider, the pump was part of the 2011 batch of implants produced that resulted in withdrawal symptoms for the patient. The pump was being used to deliver morphine [10 mg/ml] at a dose of 0.5 mg at the time of the report. It was indicated that there was no known troubleshooting performed. Any environmental/external/patient factors that may have led or contributed to the issue were reported as ¿na.¿ interventions/actions taken to resolve the issue included the surgical intervention of the pump replacement. It was indicated that the pump would be returned by the manufacturer's representative. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that the pump was replaced and the patient had withdrawal symptoms). The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.